Manufacturer narrative:
The device is not returned. Evaluation is done based on historical data and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The lamp usage indicator showed 500 hours. Troubleshooting was done and customer advised upon ordering a new lamp and how to reset the lamp life meter once the lamp was changed. The issue was solved by replacing the lamp. The instructions for use includes the following statements which can prevent the issue from happening: irregularity description: the examination lamp does not ignite. Possible cause: the examination lamp is broken. Solution: replace the examination lamp with a new one as described in section 6.1, replacement of the examination (xenon) lamp.

Manufacturer narrative:
Due diligence for this event has been executed. Upon troubleshooting with the technical assistance center (tac), it was determined the device lamp life meter read 500 hours and the main lamp had expired. Tac advised contact that the spare lamp is not indented to complete cases and is only meant to safely remove the scope from the patient. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device did not light and the image was dark. There was no reported adverse impact to the patient.